Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to deliver 500ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, a male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of 150ml of cyclophosphamide, at a rate of 200ml/hr. It was reported that after the delivery of medication was complete, backflow of the solution from the secondary tubing set into the drip chamber of the primary tubing set was noted. It was reported that the remaining volume of normal saline was delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The device will not be returned to hospira for testing and investigation. The issue of backflow was evaluated under a formal investigation. It was determined that backflow was due to issues related to the assembly of the third party supplied back check valve involving an off-set diaphragm, a poorly cut diaphragm and particulate obstructing the diaphragm. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.